Manufacturer narrative:
H.6. Investigation summary: unfortunately a sample could not be obtained for evaluation and testing. A device history review was conducted for lot number 9145768. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
It was reported that the safety mechanism is difficult to disengage with a bd pegasus¿ safety closed IV catheter system. This occurred on 50 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from chinese to english: it's noticed that needle disengagement difficult during needle retraction. Customer suspected that it's caused by insufficient silicone oil for needle tube lubrication

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety mechanism is difficult to disengage with a bd pegasus¿ safety closed IV catheter system. This occurred on 50 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: it's noticed that needle disengagement difficult during needle retraction. Customer suspected that it's caused by insufficient silicone oil for needle tube lubrication.